Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant fracture.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our investigation confirmed the stated failure. The plate is broken and both pieces were returned. A lab analysis performed on the returned device revealed that the peri-loc 4.5 mm lateral distal femoral locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the far-bone side of the plate. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the strength of the material, and/or (3) poor bone quality. No material deviations in the plate were found during this investigation. No clinical relevant information has been provided to conduct a thorough clinical assessment of the reported issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.